Manufacturer narrative:
B3: date of event: updated to (B)(6) 2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of ¿no image on the monitor, the image is grey¿, was reproduced. It was confirmed that the phenomenon occurred due to cable failure and was determined to have been caused by user mishandling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿caution: ¿ use the camera head within a range of ambient temperatures shown in ¿transportation, storage, and operating environment¿ on page 47. When using the camera head at a higher than ambient temperature in the operating environment, the external surface temperature of the camera head may rise excessively. ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿ be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a defective cable, which caused a broken image. In addition, the device did not pass the water tightness test. The cable unit needed replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head displayed only a gray image. The issue was found during morning inspection of the device before procedures. The planned procedures were all completed using a similar device. There were no reports of patient harm.